Event description:
It was reported that the customer's insulin pump had a crack in the case at the reservoir compartment. The customer's blood glucose was unknown. The customer stated that the insulin pump was neither bumped nor dropped. The customer stated that the drive support cap did not appear to be damaged. The customer was unaware of how the damaged occurred. Advised that a replacement insulin pump would be send. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.